Event description:
On (B)(6) 2013 a pt with obstructive uropathy secondary to large right kidney calculus. CT guided lithotripsy access performed by interventional radiologist for planned lithotripsy by urologist. During procedure, the 0.018 inch micropuncture guidewire floppy tip sheared and was located partially within posterior lateral kidney parenchyma with extension into perinephric fat close to posterior- lateral abdominal wall. On (B)(6) at 14:49 (urologist) performed a right percutaneous nephrolithotomy (calculus removal) and retrieval of foreign body (guidewire tip). No adverse outcome.